Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative evaluated the system and repaired it. A fault was detected with the gib node; no further repair info is available. The system operates as intended and was returned to service.